Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. An externalized conductor was noted via fluoroscopy, distal to the svc shock coil. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.